Manufacturer narrative:
67/4315 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The instrument cord was successfully inserted into the bipolar port of the dve-100. The white light emitting diode (led) illuminated from the dve-100 generator indicating that the instrument was recognized for energy delivery. The instrument passed the recognition and engagement tests when placed on the system arm. The instrument moved intuitively with full range of motion in all directions. The upper jaw assembly with the cut electrode opened and closed properly. The lower grip assembly with the blue spring pad remained stationary as expected. The instrument performed grip function successfully. All proper audible tones occurred when pedals were activated for cut electrode/sealing. All ceramic dots were present. Jaw gap verification was also conducted and passed which indicated no shorting of energy should occur. The electrical continuity test passed as well.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the instrument log for the synchroseal instrument associated with this event confirmed that the instrument was used on (B)(6) 2020 on system sk2771. Per logs, the instrument has no uses remaining as this is a single-use product. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The synchroseal instrument is a bipolar electrosurgical instrument for use with a compatible da vinci surgical system and a compatible electrosurgical generator. It is intended for grasping, dissection, sealing, and transection of tissue. Synchroseal can be used to seal vessels up to and including 5 mm in diameter and tissue bundles that fit in the jaws of the instrument. Based on the information provided at this time, this complaint is being reported because: it was alleged that during a da vinci-assisted surgical procedure, the synchroseal instrument tips would not open/work after the instrument had been working. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument tips would not open. The customer reportedly replaced the instrument with a new one and continued the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was initially used on the patient's tissue without any problems until the reported issue occurred. The instrument tips stopped opening during the procedure. No tissue was grasped by the instrument at the time of the issue's occurrence and no injury occurred to the patient.